Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: international phone number (B)(6). Baxter has conducted a trend review for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. It was not reported if therapy was ongoing until the time of death. The patient passed away in her sleep. The cause of the death was unknown and it was unknown if an autopsy was performed. No additional information is available at this time.